Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The set was gravity tested with no issues detected. Leak testing under water noted a leak through a small hole. The reported condition was verified and the cause is determined to be related to the material supplied to the manufacturing facility. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of a buretrol solution set was leaking 10% dextrose solution during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.